Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized due to abdominal pain. The same day as event onset, the patient was treated with ceftazidime injection (100mg, once daily, intraperitoneal, discontinued) and cefazolin injection (100mg, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.